Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report the insulin pump alarmed for unexpected restart and history file anomaly. The customer already had another backup insulin pump. Advised to return the malfunctioning insulin pump for analysis. Nothing further reported.